Event description:
A (B)(6) female patient's daughter contacted zoll lifecor customer support to report that the battery was just changed and new the monitor will not power on. The patient was provided with a replacement monitor and battery pack.

Manufacturer narrative:
Device manufacture date: monitor sn (B)(4) : (B)(6) 2009, battery pack sn (B)(4) : (B)(6) 2008. Device evaluation summary: evaluations of monitor sn (B)(4) and battery sn (B)(4) have been completed. The reported problem (monitor is unable to power on) has been confirmed. The cause of the monitor not powering on was due to corrosion on component (B)(4) , which had caused the isp line to be shorted to ground, preventing the unit from powering on. The root cause of the corroded auxiliary board cannot be determined, but was likely due to liquid ingress through the auxiliary port. Battery sn (B)(4) was unable to hold its full charge capacity. The root cause of the battery not being able to hold its full charge capacity cannot be positively identified. No adverse event resulted from the defective monitor or defective battery pack.